Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 400 mg/dl. The customer was treated reservoir and manually pushed insulin through tubing. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instruction.

Manufacturer narrative:
Findings: broken reservoir tube lip, cracked display window, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No button error alarms noted.